Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced infusion set fell off during use event on 14-jun-2024. The event occurred within few hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.